Manufacturer narrative:
(B)(4).

Event description:
It was reported that in surgery during insertion, the tip of the dilator deformed. As a result, a new kit was opened and used to successfully complete the procedure. A delay was reported, however, there was no reported death or complications to the pt.